Event description:
It was reported to boston scientific corporation that a navigator ureteral access sheath was used in an unknown procedure on (B)(6), 2011 on a female patient. (Patient identifier, age, and weight are unavailable). According to the complainant during progression of the device to the kidney, the ureter was torn/hurt. A jj probe was placed and is expected to remain in the patient for approximately 2 months. The patient required hospitalization. No additional information is available at this time.

Manufacturer narrative:
The lot number is not known per complainant; therefore, the device manufacture date and expiration date can not be determined. The complainant indicated that the device will not be returned for evaluation because it was disposed; therefore a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between this device and the cause for this event. If there is any further relevant information a supplemental medwatch will be filed.